Manufacturer narrative:
Date inaccurate, only the month and year are valid. Concomitant medical products: product ID; neu_unknown, lot/serial#: unknown. Product type: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced a jolting sensation that was unrelated to a positional movement. The jolting sensation was different than they have felt before and the healthcare provider (hcp) performed an x-ray and is guessing that the lead might have moved down 1/2 to 3/4 of a vertebral body. The patient was receiving extreme benefit from their therapy so they weren't willing to turn off stimulation and they simply wanted the jolting sensation to stop. The representative mentioned that the anchor looked like it came out of the tip and then goes down into the fascial layer and then into the spine; it looks like the tip of the anchor was further cephalad than the back part of where the anchor entered the epidural space. The lead made a nice sharp bend coming out of the anchor. The representative tried programming and isolating contacts. They tried to program across the lead using an amplitude of 3 ma-4.2 ma and isolated the base on the lead by themselves; the representative was able to program them to 1.4-1.6 ma. The jolting stimulation and pain issue was still occurring and the patient didn't feel a difference with the programming that was currently set up. No further complications reported.

Manufacturer narrative:
Continuation of d11: product ID 97791 lot# serial# unknown implanted: explanted: product type accessory product ID 977a260 lot# serial# (B)(4) implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp). It was determined that the lead had migrated. The cause of the anchor issue was determined. Suture material let loose of anchor. The jolting and anchor issue has been resolved. Post patient's system revision (B)(6) 2018. The system is still implanted and in use. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown, serial#: unknown, product type: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that when the anodes and cathodes were reprogrammed across the leads (on two separate leads) the patient experienced shocking and jolting. They programmed the patient exclusively on one lead and then the next lead and the jolting was reduced. No further complications reported.